Event description:
It was reported that while in use on a patient, these 980 ventilators entered into backup ventilation (buv). The patient was removed from the ventilator and placed on an alternate ventilator with no injury.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 v entilator entered into backup ventilation (buv). A review of the ventilator log images confirmed the reported buv. The device was available for evaluation. Prior to contacting medtronic, the facility bio-medical engineer had recorded the diagnostic code from the logs which confirmed the reported issue, passed extended self test (est), short self test (sst) and run the ventilator on a test lung with no issues for 14 hours. When medtronic service personnel (sp) inspected the unit, the ventilator was still running on the test lung with no issues for at least 48 hours. Sp downloaded the logs and, removed the inspiratory module and reseated and tightened down all flow sensors, proportional solenoids , gaskets, oxygen (o2) sensor, air/o2 filters, and all parts attached to the mix accumulator. The unit passed all the required calibrations and tests as per the manufacturer specifications at the time of service. The cause of the event could not be determined. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.